Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck with the guidewire. The physician was able to remove both devices altogether. The procedure was completed with another of the same device. There were no patient injuries reported.